Event description:
International affiliate reported that the wound drainage system initially activated when the drain was placed in 2004. Upon moving the pt the system was no longer draining. Pt developed a hematoma. Surgical intervention was indicated to evacuate the hematoma two days later.